Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the active electrode likely migrated partially out of cochlea, leading to decreased benefit. In addition an incomplete insertion at the time of implantation is reported. In situ measurements show hi impedance on one apical channel for undetermined reasons. This is a final report.

Event description:
The electrode array may have additionally migrated after an incomplete insertion at implantation. The user was initially implanted with an image-guided minimally invasive approach, however the clinic was unable to achieve full insertion and the 2 most basal channels were left extra-cochlear. Then at activation no auditory percept was found on two more channels. The user was re-implanted on the (B)(6) 2021.

Event description:
The electrode array may have additionally migrated after an incomplete insertion at implantation. Reimplantation will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array may have additionally migrated after an incomplete insertion at implantation. The user was re-implanted on the (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode likely migrated partially out of cochlea, leading to decreased benefit. In addition an incomplete insertion at the time of implantation is reported. In situ measurements show hi impedance on one apical channel for undetermined reasons. To determine an exact root cause, device investigation at the explanted device would be necessary. The explanted device has not been received for investigation yet.